Manufacturer narrative:
Na

Event description:
User facility reports one incident of an air leak in the area of the arterial injection port. This occurred 1/2 hour into dialysis treatment. Due to potential for contamination, blood volume in the extracorporeal circuit was discarded resulting in ebl = 20 ml. No patient injury or need for medical intervention is reported. The actual complaint sample was discarded at the time of the incident, and therefore is not available for evaluation. This MDR is filed for blood loss only.